Manufacturer narrative:
(B)(4). Medications ¿ caltrate, lasix, percocet, multi-vitamin, omega 3, and trazodone. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and component migration.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging identified a proximal type I endoleak on the trunk-ipsilateral leg component with aneurysm enlargement of an unknown amount. It was reported the cause of the endoleak was disease progression of the aortic neck and distal migration of the device (4cm). On (B)(6) 2017, the patient was implanted with three aortic extender components to treat the proximal type I endoleak. Final imaging reported the aneurysm was excluded and the endoleak had resolved. The patient tolerated the procedure.